Event description:
Adverse(s): none reported (no info). Product problem(s): "unable to center the iol" (difficult to position [iol (intraocular lens) implant]). A nurse reported that during surgery, the surgeon was unable to center the intraocular lens (iol). The surgeon removed and replaced the iol during the initial procedure and a vitrectomy was performed. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/27/2010, 04/30/2010, and 05/11/2010 by phone, fax, and mail. A completed questionnaire on 05/13/2010. (B) (4). (B) (4). (B) (4).